Manufacturer narrative:
An event regarding dislocation involving an unknown shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, operative reports, patient history and follow-up notes are needed to investigate this event further. If additional information and/or devices becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to dislocation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to dislocation.